Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device was overheating. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for temperature. Therefore, the reported condition was confirmed. It was determined that this was due to worn, damaged and corroded bearings. It was determined that this damage was indicative of immersion during cleaning, which was failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.